Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. A patient experiencing lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the lead migrated. The lead was explanted and replaced which resolved this issue.